Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Stent was implanted.

Event description:
This procedure was performed in (B)(6). Hard calcified lesions. Three stents were placed. During the deployment of the fourth stent, a visi-pro, the stent remained at the tip of the introducer and was not on the balloon anymore. The stent was therefore placed just at the site of the introducer tip, on the aortic bifurcation. There were no immediate clinical consequences, but as it was deployed the physician was concerned that it may cause a risk of thrombosis and could prevent further access for future transluminal interventions.